Event description:
It was reported that the sys displayed software errors and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.